Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR review for product no. 960781 lot no. 404504 was conducted as part of (B)(4) investigation. There were no discrepancies or anomalies discovered during this review and no non-conformances were associated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is being logged to capture patients 1st revision reported in (B)(4) - 3rd revision to treat pain.